Event description:
Spontaneous call from patient who advised cassette lot# 4220003 failed on her last night and that this is the 5th cassette she has had issues with and that she had already informed us prior of those other cassettes. Patient is very confident it is a cassette issue again last night because her pump was running and then last night it double beeped, and she tried to make the error stop but nothing worked, so then she changed out and put in a new cassette and it was running fine. No further information is known. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? No; pt has sufficient back up cassettes currently per pt; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved, new cassette used. Reported to (B)(6) by pt/caregiver.